Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the distal mid left anterior descending. A 3.00 x 32 synergy drug-eluting stent was selected for treatment. However, during preparation of the device it was noted that the stent had dislodged. The device was replaced, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition is stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device eval by MFR: the synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. Visual/tactile inspection of the hypotube and shaft polymer extrusion found no issues. Stent examination revealed stent struts lifted and bunched in the mid-section of the stent and that the stent had moved distally on the balloon over the balloon cones and tip. Microscopic analysis revealed no issues with the balloon cones and that the balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure; no tip damage was noted. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the distal mid left anterior descending. A 3.00 x 32 synergy drug-eluting stent was selected for treatment. However, during preparation of the device it was noted that the stent had dislodged. The device was replaced, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition is stable.